Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient's parent stated that the patient was given a lot of sugar by glasses of juice, which were given based on an unspecified low cgm reading. When a fingerstick was performed on the day of the event the cgm reading was 3.0 mmol/l, and the blood glucose reading was 8.0 mmol/l. As the patient had blood in the urine, the patient was brought to the emergency room around 8pm. At the emergency room a fingerstick was done and the blood glucose reading was 16.0 mmol/l, no cgm reading was known from that moment. Blood and urine sample were taken, and an ultrasound was made. The patient was diagnosed with an infection and was given treatment for this with an unspecified oral antibiotic. The parent was told that the infection was a result of the high blood sugar level. No treatment was reported for the blood glucose reading of 16.0 mmol/l, but it was stated that the patient was observed for about 15 hours before they were discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e1302 hematuria.